Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2024 and a drain was used. During surgery, the reservoir worked properly as usual but suction could not be done properly. Therefore, the drain was replaced with a new one and there was no problem after that. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Lot 20198164 is unrecognizable, please clarify what is the correct lot number? We only have been reported 20198164 as the lot number. The correct lot number is unknown. Please confirm, was the new drain placed during the initial procedure? Yes. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received. Lot number shared is - 20198164, which is invalid as per documentation. Complaint sample review : one complaint sample of trocar with drain was received for evaluation, product was inspected visually, no negative observation was identified. In reference to the complaint statement "the reservoir worked properly as usual but suction could not be done properly. Therefore, the drain was replaced with a new one and there was no problem after that", as the drain was found well intact with the trocar, hence, it is clear that it wasn't used, and nullifies the shared complaint statement. Documents review : batch manufacturing record review was not performed, as the lot no of complaint was unknown. Retention sample review : retention sample was not checked, as the lot no of complaint was unknown. As per standard practice, 100 % functional test and 100% visual inspection was carried out visually. Before and after packing of finished goods, prior to the product release. There was no scope at to miss such claimed defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.